Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump is not working correctly due to cracks on the device. Customer's blood glucose level is 356 mg/dl customer is unaware of how cracks are caused. Customer was advised to discontinue use of the insulin pump and revert to back up plan. No further information reported.